Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: plaque prolapse requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after the first stent implantation, plaque prolapse was observed; therefore, a second stent was implanted to cover it. No additional event or patient information is available.